Event description:
The report stated that the jaws of the ligasure handpiece broke during use. The jaws disengaged, fell into the patient cavity, and were retrieved.

Manufacturer narrative:
The supplier has been issued a corrective action request to resolve the assembly failure. They responded that they are having an automated station built and qualified to eliminate this assembly issue.